Event description:
A non-healthcare professional reported that following the intraocular lens implant procedure, the patient cannot see distance or near clearly. The iol was exchanged in a secondary procedure. Clinical reason for explant given is toric iol rotated out of the position of 079 degrees intended to 030 degree.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).